Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the connecting tube and burn on the plastic distal cover. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the foreign material could not be identified, and the cause of the event was unable to be specified. The user possibly could not perform reprocessing properly due to leakage from the device and remove the material. It is also possible that a high-energy endo therapy accessory was used without ensuring a sufficient distance from distal end. The events can be prevented and detected in accordance with the following IFU. Detection method is described in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection_3.3 inspection of the endoscope as follows: 8 inspect the entire distal end of the endoscope including the objective lens and light guide lens for any irregularities such as scratches, chips, cracks, stains, discoloration, deformation, and gaps around the lens. There are cautions when high-energy endotherapy accessories are used in IFU: gif/cf/pcf-190 series operation manual _4.3 using endotherapy accessories. Never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor field performance for this device.